Event description:
The pump was returned to the manufacturer for disposal only when it was replaced. The return paperwork indicated that the pump was replaced for eol (end of life). The pt recovered without sequelae. The device system was used to deliver lioresal and sufentanil.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed motor gear corrosion. Motor gear corrosion caused wear and residue, which caused the motor to stall.